Event description:
The manufacturer received the product with no complaint.

Manufacturer narrative:
Final device analysis revealed n significant anomalies. There was not enough information to determine the root cause of the failure. The device was returned with the capsule separate from the delivery system. The capsule trocar needle failed to advance and the analyst was able to easily advance it. Saliva was present in the trocar needle cavity and on the foam gasket and proboscis. The plunger was fully depressed and retracted. There was a bend in the pull wire just past the piston and the thrust tip was not flush with the push wire; it was above the push wire edge.